Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2023-02786. It was reported the patient had high impedances on the lead. As such, surgical intervention was undertaken and the lead as explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated.